Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricle puncture was attributed to the stiff wire that was on the bav, puncturing the left ventricle during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. Report #2015691-2017-03216.

Event description:
As reported by our (B)(4) affiliate, during the procedure of a 29mm sapien 3 valve, the patient¿s blood pressure dropped. A ventricular perforation was noted. The patient was converted to an open procedure and the sapien 3 valve was removed and a surgical valve was implanted. The patient was in stable condition. As reported, difficulty with valve alignment on the balloon due to severe tortuosity of the descending aorta was encountered. It was not possible to align the valve between the markers (-2mm space to the distal marker) and difficulty occurred when crossing the native valve, a decision was made to switch to a stiffer wire. Since it was impossible to cross the native valve with the delivery system, it was decided to perform a balloon valvuloplasty (bav), which was successful. Another attempt was made to cross the native valve with the delivery system. Due to the resistance created while crossing the native valve, the crimped valve was not parallel on the system. Force was needed but the valve was able to cross the native annulus. During the inflation, the balloon moved towards the ventricle, and the valve moved to the aortic side but was stopped by the pusher. Per report, it was thought the stiff wire with the bav may have caused the ventricular perforation.